Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-box pulse generator exhibited an alert for disabled radio frequency telemetry due to excessive use. The device was not used.